Manufacturer narrative:
Correction to initial MDR: explant date (B)(6) 2017 was added in error. The correct explant date should be (B)(6) 2017.

Event description:
It was reported that the rv lead was explanted due to lead noise. The patient was stable.